Manufacturer narrative:
Concomitant medical products: product ID: bi71000482, serial/lot #: unknown, ubd: , UDI#: unknown. A medtronic representative went to the site to test the system. Testing revealed that mobile viewing station would not power on. Replaced 20a fuses and performed system checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being outside of a procedure. It was reported that the mobile viewing station wasn't powering on. The representative found the fuses were bad. He replaced the fuses and the system functions normally. He was on site for a different system when he found this issue. There was no patient present.